Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the cartridge was "difficult to get seated". There was no reported impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.